Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42 mg/dl. Troubleshoot was performed. Customer stated the insulin pump was delivering too much insulin and that led to low blood glucose reading. Customer has changed the reservoir to 100 units but only shows 40 units currently. Customer current blood glucose is 140 mg/dl. Customer blood glucose time of the incident is 72 mg/dl. Customer has been experiencing low blood glucose most of the morning. The set was changed on (B)(6) 2017 and customer was disconnected during rewinding and priming process. Customer was advised to contact their healthcare provider for low blood glucose reading. Customer drive support condition was not mentioned. Customer stated bolus units was 2.0 at 2:53 am. He woke up with blood glucose of 190 mg/dl and 43 units. Customer stated this incident happens frequently. Product will not be returning for analysis.